Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c5-c6 and c6-c7. The following post-operative event was reported: post-op visit date- (B)(6) 2007 ae onset date: (B)(6) 2007; ae description: new left arm pain that has been noted since surgery. Pt described as "horrible sharp pain" that is constant worsening when arm is in cold water or any jarring such as stair climbing. This extends into his first two fingers. Medication: yes; additional treatment: treatment with ibuprofen which is not effective post-op visit date- (B)(6) 2007 ae onset date: (B)(6) 2007; ae description: has lots of pain and dysesthesia in lt. Middle and index fingers. Additional treatment: dilaudid 4mg every 4 hours prn/pain along with combination of ibuprofen and tylenol on an as needed basis.

Manufacturer narrative:
(B)(4). Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.